Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used on an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the gauge needle did not move from 0 when pressure was applied. The procedure was completed with another alliance inflation syringe device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.